Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component failure. The investigation revealed that the error mentioned in the complaint was caused by the continuous loss of coolant. The reason was identified as the permeability of the cooling hoses. Although the system has a water reservoir and the cooling medium flows in again and again, the evaporated quantity eventually exceeds the reservoir and sufficient cooling of the x-ray tube can no longer be guaranteed. In the event the cooling unit fails, after a short time the system displays the message "tube hot have a break". If this note is ignored and the work continues, the x-ray tube overheats within a certain timeframe, depending on the load. In the end the system protects itself from damage. It does not allow any further radiation triggering and displays the following message to the user: "no xray, tube too hot". If, as a result, the pump also runs dry, it can be damaged mechanically. The affected pump has been exchanged by the local service organization. The error mentioned in the complaint did not reoccur.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that the system could not release x-ray. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.